Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: d8, h2, h3, h6, h11 corrected fields: b5 the initial report missed malfunction reported by the customer. The cable malfunction would not cause or contribute to death or serious injury if it were to recur. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: camera head communication error code e224. A root cause could not be identified. Based on the results of the investigation. Also, for the camera head communication error code e224 due to cable malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head displayed no image during inspection for use. There were no reports of patient involvement.